Manufacturer narrative:
(B)(4). Upon further investigation, this medwatch was found to be a duplicate of report number 6000001-2011-18945.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 814:04 on channel c. It is unknown when this event occurred; however, it occurred in the intensive care unit (ICU). This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.